Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the procedure on (B)(6) 2023, the microsensor (ID 826631) could be zeroed normally and with normal csf readings. While after the procedure was completed, the microsensor could not show any csf readings. Then the physician changed with several icp monitors to connect with the microsensor, the problem was still there. Finally, the physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5597158 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed: no visible damage to the catheter or connector. The sensor diaphragm broken (depressed square section). The icp express = no transducer detected. No testing was possible. Possible root cause of the issue reported by customer could be determined as a mishandling of the catheter.

Event description:
N/a